Manufacturer narrative:
(B)(4). Batch # unk. What were the indications for surgery? Cancer. Who fired the device? Dr. (B)(6). What is the users experience with the device? 5 years in practice, 4 years in residency. Was the device difficult to close? No. Was the device difficult to fire? No. Did the user experience tactile or audible feedback when firing the device? Normal. Where within the green range/gap compression scale was the device set for firing? Close to 1.0 close height setting. Were there any issues with device performance in the initial surgery? No. Were there any issues with staple formation in the initial procedure? No. Was the washer inspected post-firing? Yes. If yes, what was the appearance of the washer? Normal. How was the leak identified? CT scan. How was the leak addressed? Tlc75 distally and end ileostomy. What were the indications that required the patient to be re-admitted? Abdominal pain. Was a leak test done in the initial procedure? No. If yes, what were the results? *his patient was discharged (B)(6) 2015.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device? What is the users experience with the device? Was the device difficult to close? Was the device difficult to fire? Did the user experience tactile or audible feedback when firing the device? Where within the green range/gap compression scale was the device set for firing? Were there any issues with device performance in the initial surgery? Were there any issues with staple formation in the initial procedure? Was the washer inspected post-firing? If yes, what was the appearance of the washer? How was the leak identified? How was the leak addressed? What were the indications that required the patient to be re-admitted? Was a leak test done in the initial procedure? If yes, what were the results?

Event description:
It was reported that during a right colon procedure, the surgeon used the device to an end to side anastomosis on the right colon. The surgeon confirmed anastomotic donuts were intact. Another like device was used to complete the procedure. One device was discarded. The patient was readmitted. The surgeon felt that the staple line failed causing a leak.